Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Customer's blood glucose was 597 mg/dl at the time of event. Customer was treated with an IV of insulin and fluids. Customer was released from the hospital the following day. The customer also reported being hospitalized for several hours on (B)(6) 2015. The details of the second hospitalization were not provided. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. Customer also declined to perform a high pressure test and check for leaks and air bubbles during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.